Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and they alleging insulin pump and under delivery. The customer¿s blood glucose level was 401 mg/dl. Customer's other blood glucose was 300 mg/dl. The customer was treated with shots. Troubleshooting was done for high blood glucose and under delivery. The reservoir will not be returned for analysis.